Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+2.0/091 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. Intraoperatively the lens was removed due to excessive vault. A shorter lens was implanted and the problem was resolved. The cause of the event is reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+2.0/091 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. Intraoperatively the lens was removed due to excessive vault. A longer lens was implanted and the problem was resolved. The cause of the event is reported as unknown.